Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone call that the insulin pump seems to be suspending on its own. It was stated that they would program the bolus, it would start to deliver and then go into suspend. Mother stated that the issue started since the beginning of the year. It was stated that no error alarms were received prior to the device suspending. Customer's most recent blood glucose value is 87 mg/dl. It was also mentioned that the customer has had complications associated with diabetes but not with the insulin pump. Customer has had low blood glucose events where mother has to give her food but has never been taken to the hospital. It was advised to discontinue the use of the device and revert to a backup plan. It was advised that the local office would be contacted to arrange the replacement.